Event description:
It was reported that during inventory inspection due to a cirs alert notification it was found that the protection cap of on ez-io needle has come loose. Additional information indicates that needles are stored in its original box until delivery to the rescue station. Afterwards they are stored in its single packaging at the rescue station and the rescue vehicle (emergency backpack - module bag).

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) 9018p-EU-005, ez-io 15mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. Also, the needle protrusions were so significant you could see them without magnification. The complaint has been confirmed. Certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2017 and is approximately 1.5 years old. The complaint has been confirmed via visual inspection. Athlone (legal manufacturer) has issued a non-conformance to address the needle puncture issue. The complaint of a protruding needle has been confirmed based on a visual inspection. Athlone (legal manufacturer) has issued a non -conformance to address the needle puncture issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inventory inspection due to a cirs alert notification it was found that the protection cap of on ez-io needle has come loose. Additional information indicates that needles are stored in its original box until delivery to the rescue station. Afterwards they are stored in its single packaging at the rescue station and the rescue vehicle (emergency backpack - module bag).